Manufacturer narrative:
(B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4); manufacturing date: 26.aug.2016 expiry date: 01.aug.2026. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during a proximal femoral nail antirotation (pfna ii) procedure on (B)(6) 2017, the 85mm blade would not lock with the inserter after the blade was inserted. A smaller, 80mm blade was used to complete the procedure successfully with no delay and not harm to patient. Concomitant medical products: pfna ii blade (part number unknown, lot number unknown, quantity 1), inserter (part number unknown, lot number unknown, quantity 1). This report is for one (1) pfna ii blade, 85mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (pfna-ii blade l85 tan, part number 04.027.052s, lot number l094488). The subject device was returned with the complaint condition stating: the blade shows scratches and nicks at the shaft and is damaged at tip. The laser marking was readable. Furthermore, we found that anodized layer is partially disappeared and the inner locking screw was found to low inside the blade. Conclusion: our investigation has shown that received blade has scratches and nicks at the shaft and is damaged at tip. The laser marking was readable. Furthermore, we found that anodized layer is partially disappeared and the inner locking screw was found to low inside the blade. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. A functional test was performed by the chu department according the actual surgical technique with the result that the article is fully functional. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the device was fully functional again, locking and unlocking could be performed as required with an impactor. Unfortunately, we are not able to determine the exact cause of this occurrence as no detailed clinical information is provided. The article 04.027.052s with lot no l094488 was manufactured in a quantity of (B)(4)pieces on august 2016. We are not aware of any quality problems or failures caused by a faulty product on the article. Also, we are not aware of any other complaint for this article- and lot number combination. Based on the evaluation results we assume that incorrect handling did most likely lead to the complained malfunction. The complaint was not confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.